Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient requested assistance to increase their stimulation. Agent reviewed general use of external devices and walked patient through how to connect with their implant. Patient reported therapy was off once connected with their implant. Patient reported they do not know how their therapy got turned off. Patient confirmed they did not turn therapy off to their knowledge. When asked for event date, patient stated they haven't done anything with it for quite some time, a couple months, and stated they finally decided they needed to increase stimulation. Patient reported they have been having a return of symptoms of urinary incontinence. Patient stated they always have to know where the bathroom is. Patient stated they go through probably 2-3 depends at night and during the day they use 3-4 regular pads. Reviewed therapy/stimulation overview. Agent walked patient through how to turn therapy on and patient stated once they turned therapy on that they could really feel stimulation and it was not comfortable. Patient decreased stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue.